Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is boot looping. They swapped the backup drive and removed the primary drive completely, and this unit booted up and is working. Tech support (ts) informed them that they should replace both drives. They ordered 1 hdd. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is boot looping. They swapped the backup drive and removed the primary drive completely, and this unit booted up and is working. Tech support (ts) informed them that they should replace both drives. They ordered 1 hdd. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported. Investigation summary: on a follow-up with the customer, they indicated they were able to resolve the issue by swapping out the primary hard drive of the device with its secondary hard drive, suggesting that the primary hard drive had failed. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is hdd failure. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. In order for the hard disk drive to cause adverse health consequences, an improbable sequence of user error and other events would all need to occur: 1) user declined to permit installation of a software patch; 2) user failed to respond to warning alerts that one of two hard drives had failed; 3) user failed to perform periodic testing and maintenance of hard drive; 4) a critically ill patient sustains sudden deterioration simultaneously during the occurrence of a failure of the second (redundant) hard drive; 5) caregivers are unaware of triggering of alarms on bedside monitors or have delayed awareness. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported.